Event description:
It is reported that during surgery on (B)(6) 2009, the threads broke after insertion of the anchor making it impossible to make the knot.

Manufacturer narrative:
Evaluation summary: it is reported that the anchor threads broke/stripped after insertion making it impossible to make the suture. No information was provided regarding how far the statak anchor implant was inserted in the bone, the angle, or the orientation of load applied to the implant. Off-axis loading and/or improperly seating the implant may result in bending moment loads that could have resulted in the threads breaking/stripping. Based on the available information a definitive root cause can not be ascertained at this time. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.